Event description:
It was reported that this device is suspected of exhibiting premature battery depletion behavior. A copy of device memory was requested by technical services. At this time, no further information has been provided from the field. This device currently remains implanted and in service. No adverse patient effects were reported. Please note: the date of implant is estimated as the exact implant date has not been provided.